Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2016 with the following findings: the last bolus delivery was on (B)(6) 2015 at 20:01. The pump was manually suspended on (B)(6) 2015 at 20:46 and deliveries never resumed. On (B)(6) 2015 at 12:13 the pump was manually suspended and manually resumed at 12:49. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or alarms occurred during the investigation. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that they were having issues with their pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.